Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that their one touch ultra mini meter had displayed an error 5 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on ¿(B)(6) 2015¿ the patient manages their diabetes with a combination of medications including ¿humulin n and humalog¿ and continued with her usual diabetes management routine as a result of the alleged error. The patient stated that ¿1 day¿ after the alleged product issue began she developed the symptoms of ¿dizziness, blurred vision and headaches¿. The patient reported that on ¿(B)(6) 2015, am and pm¿ she took ¿34 units of humulin and 24 units humalog¿. No medical intervention was required. At the time of trouble shooting, the cca confirmed the correct testing steps were carried out. The test strips were stored correctly and not expired. It was not the first time the meter was in use and the test strip completely drew in the blood sample. After walking through a retest, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.